Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a generator change. Upon interrogation, multiple right atrial (ra) noise events due to the ra lead were recorded and stored as inappropriate automatic mode switch. The physician elected to program the new replacement device in vvi mode. No further intervention on the existing ra lead. The patient was stable.